Manufacturer narrative:
Received one device, customer complaint of bubbled downstream occlusion sensor (dso) seal confirmed through visual inspection. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Customer concern that device has a bubbled downstream occlusion sensor (dso) seal confirmed thought visual inspection. There was no patient involvement.